Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in safety mechanism will not disengage from catheter / stuck at hub it was reported by customer that noticed an orange spot near the distal end of the 20g IV catheters we have in stock. Verbatim rcc received a complaint via email. Email(s) attached. Hello. Our team lead, jen, noticed an orange spot near the distal end of the 20 and 22 g IV catheters we have in stock. I don't know if it is a design change or some sort of defect. Beth gave me the contact info for our bd rep, audra sinclair (724-261-8200). She is not on call so I called the person who is. Ben 724-584-6187. That was around 230p and I have not heard back yet. I had jen courier some more from central and those ones are ok. I had her pull the other lots from the ed and CT. I'll have her submit a safecare. Beth sandford and the clinical manager have been notified. The attached picture is the catheter with the needle retracted.

Event description:
1. What is the date of event? 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Fedex shipping tracking ID (B)(4). Fedex return tracking ID (B)(4). 1. Date of event:  (B)(6) 2024. 2. No harm to patient but staff also state difficulty removing the needle from the catheter.  The needle is "sticking" when being withdrawn from the catheter 3. Yes, samples are available.        Please send return label to:      1044 belmont ave.  Youngstown, oh 44504.        Department:  central supply.       Attention:  (B)(4).

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle disengagement difficult was not confirmed upon inspection of the photo. A physical sample would be needed to properly evaluate the reported failure mode. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.